Manufacturer narrative:
The patient's gender was unintendedly omitted from the initial report. This report contains missing data.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-13198.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-13198. It was reported the patient experienced pain due to scar tissue surrounding their anchors. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein the scar tissue was removed and the anchors were repositioned.